Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2002. Halfway through the procedure the uterus contracted and expelled hot fluid over the perineum creating a thermal burn to the perineum and gluteal cleft which was treated with silvadene and neosporin ointment. The pt was taken to the recovery room in good condition. The pt was seen every one to two weeks for six weeks and was givne vicodin and more silvadene cream. At this point the burns had healed, but pt still had some discomfort and discussed seeking a second opinion from a surgeon.